Event description:
On november 9, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had been reading inaccurately high. The patient tests her blood glucose 1-3 times a day. The patient stated that her normal blood glucose levels are around 91-93 mg/dl. She alternates testing her blood glucose each day during the morning, afternoon, and evening times. The patient takes 1 tablet of glucophage every morning and 2 tablets at night. She does not adjust her medication dosages. For the past week, the patient claimed that she had been getting inaccurate high meter readings above 200 mg/dl. The patient mentioned that she started getting the high readings after opening and using a new bottle of test strips. During the time of concern, the patient continued to take her glucophage medication as prescribed. Within the past week, the patient also alleged that she has had 3 hypoglycemic episodes where she experienced symptoms of feeling dizzy, sleepy, hot, nervous, shaky, sweaty, and hungry. She also said her heart was beathing fast. While having the symptoms, the patient mentioned that she tested her blood glucose each time and got high readings that did not match with how she felt. The patient remembered getting readings of "144 mg/dl" and "254 mg/dl" while having the symptoms. In each case, the patient drank orange juice to help relieve the symptoms. In the instance where she got the "254 mg/dl" reading, she drank juice and tested her blood glucose 2 hours later. The patient got a result of "92 mg/dl". The patient stated that since she had been getting the high readings, she was afraid to eat and was eating less. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter was reading inaccurately high and as a result, she started eating less. During the time of concern, the patient developed symptoms suggestive of hypoglycemia that did not correlate with her meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, control solution do not pass inspection. Lifescan will inform FDA of the results in supplemental report.